Manufacturer narrative:
The philips' service engineer verified the bushings were displaced from the housing. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer verified the reported failure and replaced the control panel arm assembly to repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.